Event description:
The patient was revised because of infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with b)(4) appendix a; rev. Patient medical records and x-rays were provided. Review of the supplied inputs confirmed the reported infection. It is likely a rash became open and excoriated in the area of the previous incision and eventual development of a blister that became infected and tracked to the joint is related to the infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.